Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on date 10/28/2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported that right side is "firm," healthcare professional reported right side textured implant exchange and capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight and opening on radius. A visual and microscopic analysis was performed which identified: striated opening, wear abrasion, crease fold and white calcification (approx. 5%). Base on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. Wrinkles (creases) are observed but have no relationship with manufacturing. Continued h.6. [Health effect - impact code]: f2203.

Event description:
Patient reported that right side is "firm," healthcare professional reported right side textured implant exchange, "radial folds," and "capsular contracture baker grade IV." The device was explanted.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., g.3., h.3., h.6.